Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was performed on a patient with a history of cerebral infarction and diverticular hemorrhage. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected. The wds was advanced and deployed in the left atrial appendage (laa). During the procedure, the activated clotting time (act) exceeded 250 seconds, and the laa anatomy was complex with two lobes, requiring four partial retrievals. Approximately one (1) hour after the procedure began, while assessing position, anchor, size, and seal (pass) criteria, a mobile thrombus was observed at the screw site. This was promptly aspirated and confirmed retrieved. The closure device was then released and was able to fully cover both lobes. Following extubation, no neurological symptoms were noted, and the patient was transferred to their room for recovery.